Event description:
It was reported that the patient presented to the physician with recurring incontinence and his device no longer working. The patient was implanted approximately one year ago and his device worked for a few months. During the revision surgery the physician found there was possible twisting of the pipe because the prb was with full liquid. The pump was turned on itself.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The pressure regulating balloon, occlusive cuff, and a control pump were received for analysis. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functionally tests and performed within product specifications. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the cuff component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing at 63.4 cmh2o. It was originally rated at 61-70 cmh2o. It performed within product specifications. There was no problem detected with the device. A labeling review found that urinary incontinence and migration are listed as adverse events, therefore an evaluation conclusion code of known inherent risk of device was assigned for this event. Product analysis was unable to confirm the reported events. D4: model number: 72404131, lot number: 1000239752, model description: belt cuff fgs 4.5 cm iz. Model number: 72400024, lot number: 1000310512, model description: balloon fgs 61-70 cm.

Manufacturer narrative:
Model number: 72404131, lot number: 1000239752, model description: belt cuff fgs 4.5 cm iz, model number: 72400024, lot number: 1000310512, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient presented to the physician with recurring incontinence and his device no longer working. The patient was implanted approximately one year ago and his device worked for a few months. During the revision surgery the physician found there was "possible twisting of the pipe because the prb was with full liquid. The pump was turned on itself."